Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a small blood leak was noted on the line located roughly 18 inches from the patient connection on the arterial line. The patient care technician (pct) and registered nurse (rn) noted a small pinpoint area dripping indicating a small hole in the line. Upon follow up, the nurse confirmed there were no issues during priming. The 2008t machine alarmed with an air in venous chamber alarm. The blood flow rate (bfr) was decreased to 300ml/min 2 hours into treatment. The combi set had a small hole in the tubing. A fresenius 180 dialyzer was being used at the time. An external leak was visually observed. The patient's total estimated blood loss (ebl) was 10 ml. The nurse confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The actual sample was discarded and no longer available to be sent back for physical analysis.